Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2020-00887, 3005168196-2020-00888.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior cerebral artery (pca) using a penumbra system jet 7 reperfusion catheter (jet7), a penumbra system ace 68 reperfusion catheter (ace68), a non-penumbra microcatheter, a non-penumbra sheath and a rotating hemostasis valve (rhv). During the procedure, the physician made a pass using the jet7 and ace68. Upon removal of the jet7 and ace68, the devices became stretched while passing through the rhv. Therefore, the jet7 and ace68 were no longer used in the procedure. A second jet7 was successfully used to make another pass. While retracting the jet7 out of the same rhv, the same issue occurred. It was reported that the rhv was too small; therefore, the rhv and jet7 were no longer used in the procedure. Next, a third jet7 was used with the same microcatheter and a new rhv to successfully complete another pass. Upon removal of the jet7 from the rhv, after successful completion of the procedure, the jet7 stretched and the coil wind came apart. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-00886. This report is associated with MFR report numbers: 1. 3005168196-2020-00887, 2. 3005168196-2020-00888.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior cerebral artery (pca) using a penumbra system jet 7 reperfusion catheter (jet7), a penumbra system ace 68 reperfusion catheter (ace68), a non-penumbra microcatheter, a non-penumbra sheath and a rotating hemostasis valve (rhv). During the procedure, the physician made a pass using the jet7. Upon removal, the jet7 became stretched while passing through the rhv. Therefore, the jet7 was no longer used. Next, while using an ace68 the same issue occurred. Therefore, the ace68 was no longer used. A second jet7 was successfully used to make another pass. While retracting the jet7 out of the same rhv, the same issue occurred. It was reported that the rhv was too small; therefore, the rhv and jet7 were no longer used in the procedure. Next, a third jet7 was used with the same microcatheter and a new rhv to successfully complete another pass. Upon removal of the jet7 from the rhv, after successful completion of the procedure, the jet7 stretched and the coil wind came apart. There was no report of an adverse effect to the patient.